Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. The target lesion was located in the left circumflex artery. A 2.5x25mm apex balloon was used to predilate the lesion. Next, a 2.25x16mm taxus liberte stent delivery system (sds) was advanced but it would not cross "to the distant of lad." The device was exchanged with another of the same to complete the procedure. There were no patient complications reported. However, device analysis of the 2.25x16 taxus liberte sds revealed stent damage.

Manufacturer narrative:
(B)(4)- a visual and microscopic examination of the returned complaint device revealed the stent was damaged and had moved on the balloon. The stent moved distally on the balloon and as a result the distal edge of the stent was located at the proximal edge of the distal markerband. The struts in the first row on the proximal and distal end of the stent were slightly flared. Hypotube kinks were present throughout the entire length of the catheter. The balloon and tip sections of the device were further examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. Device is combination product. (B)(4)